Event description:
It was reported that the stent was partially deployed. A carotid wallstent was selected for use. During stent deployment, the distal part of the stent deployed normally. However, the proximal portion of the stent remained adhered to the shaft. The stent was implanted after long push and pull maneuvers. The procedure was completed with this device. There were no patient complications as a result of the event.